Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, photos were received by the manufacturer for analysis. The reported damage to the over pouch was confirmed based on review of the sample photos. The batch review provided by haemotronics found no anomalies during the manufacturing of the lot. Baxter will continue to monitor this product for adverse trends and will take corrective/preventive action as appropriate. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4).

Event description:
It was noted that the over pouch was damaged when it was taken out of the carton. No patient injury or medical intervention was reported along with this complaint.